Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-dec-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (500 mcg/ml at 25 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was taken to the operation room (or) today for prophylactic pump replacement and planned a catheter revision due to early replacement indicator (eri) less than eight months during their clinic visit on (B)(6) 2024. The physician first started by dissecting down to the existing pump pocket and removing the existing pump and proximal pump segment. At this time, the physician was still unable to see any free-flowing cerebrospinal fluid (csf) from the spinal segment of the catheter. It was noted that thoracic x-ray performed on (B)(6) 2024 demonstrated catheter tip at t10.  He then proceeded to open the lumbar incision and dissected down to the anchor and existing spinal segment. When attempting to remove the anchor sutures, he noted that the catheter had been ¿sheared¿ the cause was unknown. A portion of the catheter was lost within the intrathecal space. He then proceeded to repair the fascia where the previous catheter entered. He was then given a new 8780 which was placed at t7. The catheter was then anchored and tunnel to the existing pump pocket where it was then connected to the new pump. The catheter access port has been aspirated before and after placing the pump within the existing pump pocket; there was positive return of csf. Incisions were then irrigated and closed. The patient medical history was: non-hodgekin¿s lymphoma; thoracic post, laminectomy, syndrome; history of thoracic avl formation. The patient status was alive and no injury. The issue was resolved.